Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected and there was a communication problem. Patient compliance was the primary reason for overdischarge as the patient had moved and could not find their recharger. Once the patient had found the recharger it had been too long since the last recharge. The patient had noticed this was an issue about two weeks ago. The patient had contacted a manufacturing representative on 2014 (B)(6) and they met on 2014 (B)(6) to jump start the ins. The manufacturing representative had stated the jump start was unsuccessful and the patient was sent home to try jump starting the ins three more times, but that was still unsuccessful. The patient did everything the manufacturing representative told them to do, but that did not work and the manufacturing representative told them the ins would have to be replaced. The patient had not realized how well the ins worked until it was dead. An appointment with a healthcare professional was scheduled for the (B)(6), but the patient did not want to wait that long. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).